Manufacturer narrative:
A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). The event is currently under investigation.

Event description:
During a filter retrieval procedure, the physician snared the filter and attempted to advance the outer and inner sheath over the snare to collapse the filter. Upon advancing the sheath forward, the hub separated from the body of the sheath. The physician was able to remove the filter, with the hub was no longer connected. No harm to the patient was reported and the filter was successfully retrieved.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that state: "excessive force should not be used to retrieve the filter." Based on the information provided and results of the investigation, it is feasible that the delivery system was exposed to forces beyond its design during attempted filter retrieval; however, without return of the device, it is not possible to conclusively determine the root cause. Per the risk assessment no further action is required. We will continue to monitor for similar complaints.